Manufacturer narrative:
During the device evaluation, the sabo sag saw was found to have extreme blade whip due to a broken eccentric bearing which in turn damaged the yoke in the saghead. The device was repaired and returned to the user facility.

Event description:
It was reported that during an anterior cruciate ligament case at the user facility the blade was jumping around while cutting with the sabo sag saw. It was also reported that the sabo sag saw pushes the blade sideways. The user facility was unable to provide any further information regarding the reported event.